Manufacturer narrative:
(B)(4). D10: p10-100-bl3s-s, tibia arc lt sz 3 std 3dp strl, (B)(6). P10-250-tll1-s, talus chamfer lt sz 1 tps strl, (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed hypersensitivity and pain over the left dorsum of the foot and anterior ankle approximately fourteen months post-implantation that had begun approximately one month prior. Examination noted mild swelling with hypersensitivity to palpation over the anterior and anterolateral ankle. Radiographs demonstrated a stable implant. Laboratory tests (cbc and esr) were obtained to assess for infection and were within normal limits. The patient was prescribed nerve pain medication. The patient was managed non-surgically; no reoperation was scheduled. The patient cancelled the follow-up appointment. It was reported that no further information is available.